Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed investigation. The reported issue was not duplicated in the laboratory setting. No anomalies found during this investigation. The unit has passed all test, calibrations and is working to manufacture specifications. The root cause was not determined.

Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information received from the customer will be included in a follow-up report. Equipment was received in house at the carefusion facility in palm springs, ca. For evaluation. Upon checking the unit, technician found that the pigtail is broken and embedded on the lemo receptacle connector of the pigtail assembly. No root cause has been determined yet since investigation is still ongoing.

Event description:
The customer reported that the revel gives inadequate ventilation to fill test lung. There is no patient involvement associated with this event.